Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy shortly after the implant procedure. The shock impedance measurement was out-of-range during one of the shocks, such that a value could not be reported and a high impedance (hi) error was recorded. It was noted an inappropriate shock induced the patient into ventricular fibrillation, which was successfully terminated by another shock from the device. The shock impedance measurement was within normal range by the last delivered shock. The episodes showed baseline shifting, artifacts, and oversensing that were consistent with air entrapment or air around the sense nodes or air escaping the device header. Technical services noted the device was programmed to the alternate vector during the shocks, and discussed air typically dissipates between 24-48 hours post-implant. X-rays could be performed to confirm the electrode terminal pin was fully inserted into the device header, and to check for dark shades near the sense nodes, which could indicate the presence of air. The field representative confirmed the terminal pin was fully inserted and discussed the cause of the episodes was most likely trapped air. No adverse patient effects were reported. The device remains implanted and in service.